Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument is missing shaft.

Manufacturer narrative:
Examination of the submitted quickset ratchet scdr hdl confirmed the instrument has disassembled causing the shaft to be missing. The investigation has identified that design improvements to alleviate this issue and further bolster the durability of this instrument were established through (B)(4) in january 2011. The current complaint sample lot code is invalid and thus it is unknown when the product was manufactured. It is probable the product was manufactured prior the (B)(4) change in january 2011. Additional corrective action is not indicated at this time. Monitor the improved design through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.